Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip implant on the left hip. Patient has experienced pain and discomfort in her left hip. As a result, patient may need to have a revision surgery.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy asr hip implant on the left hip. Patient has experienced pain and discomfort in her left hip. As a result, patient may need to have a revision surgery. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.